Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl greater than 4 hours. The customer was hospitalized, where hyperglycemia was treated with insulin injection. The customer reported diabetic ketoacidosis. The customer reported symptoms including tiredness/weakness, and altered vision/vision changes. The event involved product(s) mmt-7040a, mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-242a, mmt-1884, mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) ss event date of 07-mar-2026 and sap/customer's event date of 08-mar-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) ss event date of 07-mar-2026 and sap/customer's event date of 08-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2026. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the related svn#: (B)(6) event date of 13-dec-2025 in the formatted history file. In further review of the formatted history file 1 week from the primary svn#: (B)(6) ss event date of 07-mar-2026 and sap/customer's event date of 08-mar-2026, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2026 14:38:00.000. Insert battery alarm was found on: (B)(6) 2026 14:44:51.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 at 07:39:53.000. There was no power data available for the date on (B)(6) 2026. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Sensor expired alert (794) was found on: (B)(6) 2026 14:29:20.000. The pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.42 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.